Manufacturer narrative:
A bec field service engineer (fse) was dispatched on 03/08/2013 for this event and found that the white blood count (wbc) and the red blood count (rbc) baths were not draining and the platelet (plt) differential was failing background on startup. The fse repositioned the tubing through pinch valves vl8, vl13, vl14, and vl15 and verified normal flow through these paths. The fse also performed instrument decontamination ran startup, and qc; all was verified within specification. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Per labeling, check for twists in the tubing or for pump rollers that are not rotating properly. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting about 10 ml of liquid leaked / overflowed from the baths on the coulter ac*t diff hematology analyzer onto the countertop. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No death or injury is attributed to this event and there was no change to patient treatment. No erroneous results were generated in connection to the leak.